Manufacturer narrative:
Alleged failure: screw broke. Probable root cause: design. Screw drive profile too weak to withstand insertion force/torque. Guide pin hole too large, creates a thin screw wall. Implant/instrument (driver, tap) designs not compatible. Screw material not capable of withstanding insertion force/torque. Packaging not capable of protecting screw from heat, humidity and/or forces process. Contamination of raw material. Molding error (ie temperature, pressure, mold). Sterilization process delivers extreme temperature/humidity. Instrumentation (driver, tap) manufactured out of specification application. Excessive heat, humidity and/or forces exposed during transit. Use past device/packaging shelf life. Excessive force/torque used. Driver not fully inserted into screw. Use with bent guide wire. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4). The device manufacture date is not known at this time.

Event description:
It was reported the screw broke leaving 2/3 of the screw securely implanted.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the screw broke leaving 2/3 of the screw securely implanted.